Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2019 with blood glucose of 465 mg/dl at the time of the incident. The customer was at 231 mg/dl at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as the active insulin showed 22 units. Troubleshooting was completed. The customer stated they went low after the high as they over bolused. The insulin pump will not be returned for analysis.